Manufacturer narrative:
The device history record documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The evaluation verified the complaint as valid. The handpiece transducer was faulty and thus the cause of the complaint incident. The reported failure was confirmed.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The customer reported that a c2602 cusa excel 36khz straight handpiece failed test on an unknown date. Additional information was received on 21mar2019 stating that there was no patient injury or consequence noted. The procedure was completed with another unit. No other information was known.